Event description:
End user called for assistance checking the device. It was discovered during the calibration test that a low value and warning sign showed. The device was replaced and the defective one returned for investigation.